Event description:
It was reported that the 6800 system wil not turn on. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the surge suppressor board. The system was tested and found to be working as intended and placed back into service.